Event description:
Proximal balloon on trellis device was "leaking" or not inflating properly. It was noted to be a leak in the balloon, not a burst. It was initially able to inflate, but then began leaking.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was unavailable. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)